Manufacturer narrative:
Manufacturing site evaluation: the top of the provided retention plates show normal traces of use. The products were analyzed using a digital microscope vhx-600 by (B)(4). Abrasion could not be confirmed. Most likely the failure is related to wear. In 2012, a security team was held and a change of the plastic has been completed to a tougher plastic (from peek 450 fc30 to peek 90 hmf40). Since the end of 2012, this decision has be implemented. There is always the change of friction within the components and individual cases of abrasion can not be excluded, however, the abrasion is classified as uncritical, as peek is biocompatible. Corrective/preventive action: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: the top of the provided retention plates show normal traces of use. The products were analyzed using a digital microscope vhx-600 by keyence. Abrasion could not be confirmed. Most likely the failure is related to wear. In 2012, a security team was held and a change of the plastic has been completed to a tougher plastic (from peek 450 fc30 to peek 90 hmf40). Since the end of 2012, this decision has be implemented. There is always the change of friction within the components and individual cases of abrasion can not be excluded, however, the abrasion is classified as uncritical, as peek is biocompatible. Corrective/preventive action: not applicable.

Event description:
Correction of initial information being reported: initial reporter name and address were initially reported incorrectly. (B)(6).

Event description:
Plastic (peek) is flaking off the top of jk100. Suspected cause: the spine vendor tray being placed inside of container is rubbing plastic (peek) off the top of jk100, causing small particles to be found inside the sterilized set. Surgical delays of 10-30 minutes. No patient injuries. No additional intervention required.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.